Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent moved on the delivery balloon. Vascular access was obtained via the left common femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery (cia). A 8.0x40x75cm express ld vascular sds was advanced along a 035 non bsc guide wire and encountered difficulty crossing to the ostium of the cia. The physician applied mild force to the express ld vascular sds and the stent moved approximately 5mm on the balloon. The express ld vascular sds was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).